Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ICD had stored non-sustained lead noise episodes that showed inhibition of pacing due to myopotential oversensing. Patient was asymptomatic. Reprogramming was recommended. Device remains implanted.